Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection, using an implant that was too long.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where two implants were placed. The patient later presented to a different surgeon sometime after the initial surgery with complaints of pain. The surgeon determined that the most caudal positioned left side implant was breaching the neuroforamen. In (B)(6) 2017, the surgeon removed the left side caudal implant using chisels as it was solidly fixed in bone. He then placed a shorter implant of the same type in the explant hole. No other implants were adjusted or removed. The status of the patient following the revision procedure is not known.

Manufacturer narrative:
The patient had continued pain following the first revision procedure in (B)(6) 2017 where an implant was removed and replaced. The surgeon performed an additional revision in (B)(6) 2018 where all implants were removed at the request of the patient. Chisels were needed to remove the implants as they were solidly fixed in bone. The status of the patient following the revision procedure is not known. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7040-100, lot# 493578, mfd. 10/15/15, exp. 2020-10-15, UDI (B)(4). 2nd (inferior): ifuse implant, p/n 7535-100, lot# 493937, mfd. 06/30/17, exp. 2022-06-30, UDI (B)(4).